Event description:
Procedure type: cardiac surgery. According to the reporter: the pt was submitted for surgery involving 3 bridges, breast, saphenous, saphenous vein and left marginal. The suture broke during the procedure and the surgeon used a new suture. The pt was sent to the ICU and during the night had a hypertensive peak, the physicians attempted to reverse with drugs but the pressure was not lowered. The surgeon decided to make an emergency exploratory thoracotomy in the intensive unit. The pt was opened and it was allegedly found that the anastomosis of the left marginal saphenous (proximal) was dissolved and broken. They resutured the anastomosis with a different suture, but the pt expired.

Manufacturer narrative:
(B)(4).